Event description:
Healthcare professional reported " sitting and leaking" of the implant. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " sitting and leaking" of the implant. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d6b.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device in the posterior side assessed as an unidentified (tear) opening (shell thickness was within specification) additional observations: red particles observed in the surface of the shell. Creases observed on the shell.

Event description:
The device has been explanted.